Event description:
Conmed japan reported on behalf of the customer that the 60-6085-201a, medium, uterine manipulator was being used on (B)(6) 2025 during an unknown procedure when it was reported "there was an air leak". Further assessment questioning found that it is unknown if this device was in contact with the patient when this event occurred. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Examination of the returned used device 60-6085-201a found that air leaked out of the balloon when testing. Closer examination found that there was a slight tear in the top of the balloon. Root cause cannot be determined, however, based IFU; a possible cause of this event could be that the balloon was not tested by injecting air to check if it remained inflated. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 23 complaints, regarding 27 devices, for this device family and failure mode. During this same time frame 665,721 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00004. Per the instructions for use, the user is advised the user is advised to remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the 60-6085-201a, medium, uterine manipulator was being used on (B)(6) 2025 during an unknown procedure when it was reported ¿there was an air leak.''. Further assessment questioning found that it is unknown if this device was in contact with the patient when this event occurred. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.